Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support and they had ventricular fibrillation (vf) before, during and after the implant. It is unknown if the impella contributed to the patient's vf. The patient remains on support therefore the outcome is unknown.

Event description:
The complainant also reported that there were recurrent impella in aorta alarms. The pumps position was verified, and the staff repositioned again after proper position was confirmed. There were also intermittent high placement signals. Motor current remained in range. The p level was reduced, and no alarms or abnormal values were seen.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product or data logs were returned for evaluation. The root cause of the optical signal issues cannot be definitively determined as no product or data logs were returned. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-19719. D10 concomitant medical products and therapy dates updated.

Manufacturer narrative:
The investigation into vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-19719. B2 death and date of death added. B5 patient outcome and death statement. G1 reporting contact email. H1 type of reportable event. H6 code 4617 was reported incorrectly. New code was 1802 was added to health effect - impact code.

Event description:
The decision was made to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.